Event description:
Customer was hospitalized for low blood surgar levels. It was indicated that the customer had a hbg earlier in the day. The customer had taken a walk and became incoherent. It was reported that the customer was found by the paramedics several hours later. Troublehooting was done and the pump passed the functional tests. The customer was advised to contact the md to discuss possible causes of lbg's.